Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. The customer's blood glucose (bg) level was 149 mg/dl. Reportedly the customer intended to try charging the pump with an alternate usb cable to determine if the pump battery could successfully charge. Multiple contact attempts were made by tandem technical support to determine if the 2nd usb cable resolved the issue; however, the customer did not respond.